Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: the pump history was reviewed and no evidence of a battery life issue was observed. The battery voltages in the black box were within normal specifications. The battery cap was not returned. A test battery cap was able to attach to the pump and power it up. The pump's current draws all measured within specifications. A battery life issue was not duplicated during testing. The display screen was dim and discolored.

Manufacturer narrative:
Follow-up #2, april 04, 2017 - correction to serial #.